Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) cylinders not seating distally and developed penile curvature. The physician suggested that the prosthesis was undersized. The patient underwent surgery to replace the ipp with a larger prosthesis. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that likely contributed to the reported event was an unintended user measurement error.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) cylinders not seating distally and developed penile curvature. The physician suggested that the prosthesis was undersized. The patient underwent surgery to replace the ipp with a larger prosthesis. There were no patient complications.